Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and failure to capture. Programming changes were performed. The patient was in stable condition.

Event description:
Additional information received notes that the right ventricular lead was capped and replaced on 25 mar 2022. There were no patient consequences.